Event description:
It was reported that the polarix system would continue to x-ray for one second after the release of the button. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The cable was tightened during the service call.